Event description:
It was reported that the patient presented to hospital as their implantable cardioverter defibrillator (ICD) was alerting. It was found that the alert was a lead integrity alert (lia) on the right ventricular (rv) lead triggered by high rate non-sustained episodes and varying pacing impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital as their implantable cardioverter defibrillator (ICD) was alerting. It was found that the alert was a lead integrity alert (lia) on the right ventricular (rv) lead triggered by high rate non-sustained episodes and varying pacing impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.